Manufacturer narrative:
Findings: button error alarm and no act button response due to corroded keypad traces. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked pump belt clip slot.(B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 61 mg/dl. The customer stated she was trying to suspend pump and got an alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.